Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a system error 2240 which occurred during use on the homechoice (hc). The patient indicated they had disconnected and the cassette line became punctured. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Section ¿prepare for therapy¿ warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. Section ¿prepare for therapy¿ warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice device during peritoneal dialysis therapy. During troubleshooting, it was noted that the cassette line was incidentally punctured when the patient had disconnected from the patient line during therapy. The power was cycled to clear the alarm and the patient started therapy over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up report will be submitted.